Manufacturer narrative:
Evolution series ventilators are not sold in the united states.

Event description:
Communication was received from the distributor that, "the ventilator was working well with patient pediatric. Suddenly the doctors notice that the ventilator began to suck instead of breathing, the suction effect could be seen in the patient circuit and test lung. The patient began to become cyanotic, and they disconnected him from the ventilator and began using resuscitator. They had to change to another ventilator. They turned off the equipment, turned on, and the equipment did not allow any test, only a black screen appears with similar programming or update messages. Currently the ventilator is separated and inoperative."